Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the lead was reseated multiple times, and was also cleaned and wiped several times. The cause of the lead contact being out was not determined. The issue was not resolved, but the provider continued with the implant due to the fact that they didn't need that contact for programming. There was no impact on the patient, and the patient outcome is as expected just as if all contacts were good. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an /implantable neurostimulator (ins) for spinal pain. It was reported a new ins system was being implanted. It was reported 1 lead was showing contact 8 out while checking connections after seating the lead into the ins. They checked connections multiple times between attempts to reseat. The lead was pulled out and reseated multiple times. The lead was wiped off between reseating. They used a wrench to tighten and loosen between attempts each time. The issue was not resolved. No patient symptoms were reported. No further complications were reported/anticipated.